Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed low, out-of-range (oor) pacing impedance measurement of less than 200 ohms, then a few months after the impedance measurement had increased to greater than 2000 ohms. Recently, when the patient was checked the pacing impedance measurement was at 538 ohms (normal range) but there was noise observed on the ra channel. There were inappropriate mode switches stored but the patient was asymptomatic. Boston scientific technical services (ts) discussed with the field representative with regard to programming options and the possible scenarios. The field representative had set the sensitivity accordingly and would continue to monitor the patient. Additional information received stated that the cause of the out-of-range (oor) measurements were not determined. There were no other lead malfunctions observed other than the impedance and noise issue. This crt-d remains in service. No adverse patient effects were reported.